Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was something sticky on the battery contacts and the device was intermittently sensing low. The printed circuit board was out of specification. (B)(4).

Event description:
It was reported that the device had low sensing. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.